Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was not working properly. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. Customer confirmed that the image was inverted/upside down/reversed. The event did not involve a reversed control on the system arms. The endoscope did not move with uncontrolled motion, no physical damage was identified on the portion that enters the patient¿s body or closer to the housing/cord. There was not any material missing or detached from the portion of the endoscope that enters the patient's body. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations did not replicate or confirm the customer reported complaint "scope not working properly". The endoscope camera instrument was visually inspected and found with moisture on inside housing. During inspection of the endoscope distal lens has fluid intrusion. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The probable root cause is attributed to improper reprocessing and improper handling of the cable during use.

Event description:
Refer to h11 for follow-up information.